Event description:
The reporter did back to back blood glucose tests and got results of 195, 137 and 165 mg/dl. Tests were done within 5 minutes, using same fingerstick. No symptoms reported. Reporter's spouse responded to follow-up call. Spouse stated that reporter checks the confirmation dot on the strip for enough blood, but does not compare it to the color chart. At times, if there is not enough blood on the strip, reporter adds a second drop. A control solution test was within range 109.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8